Event description:
The customer reported the tubing was disconnected at the blood sampling valve (bsv) on the lh780 analytical station. The customer attempted to reconnect the tubing; however the tube continued to detach and the customer noted a leak of approximately ¼ cup under the instrument. The customer was running patient samples when the leak was observed. The customer wore personal protective equipment (ppe) consisting of gloves, goggle, and lab coat at the time of the incident and cleaned the leak. The leak did not affect patient samples or results. No injuries occurred and medical attention was not sought. The customer did not report exposure (splashed or sprayed) to mucous membranes or open wounds. The customer did not review the msds; however, the facility does have an exposure control or risk management plan in place. On (B)(4) 2012, a field service engineer (fse) was on site and observed a leak at the bsv (blood sampling valve). The fse found the tubing had a hole at fitting #208 on the bsv. The fse replaced the defective tubing. The failure mode of the event was the hole in tubing at fitting #208 on the bsv.

Manufacturer narrative:
Tubing at fitting 208 provides diluent from backwash manifold to clean aspirator tip. There may be the presence of blood, controls, and diluent associated with the blood sampling valve (bsv) and aspiration tip and cleaner while in shutdown. (B)(4).